Event description:
It was reported that during a pta procedure, site unknown, that the dr had difficulty removing the balloon from the 6 f sheath. No pt injury is reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Neither the balloon catheter or the introducer sheath were returned for eval. The results of the investigation are inconclusive and the root cause is unknown. The info for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter, or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.